Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, rabbitmq service failure caused login issues in the pyxis logistic inventory manager, and all of the staff were unable to login. However, there were no delays or adverse events or injuries reported based on this event.